Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open lead 1- wire in the ECG c and d connector. The root cause for the broken wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During investigation of an unrelated issue, a reportable malfunction was found.